Event description:
Allegedly, the doctor was performing endoscopic nasal surgery when he noticed that he inadvertently coagulated fresh tissue on the top of the nasal passage; it was 1-2 mm area. Top of forceps made contact with upper interior nasal passage and became active, possibly arcing. Doctor completed procedure with the same instrument; there was no malfunction reported. No medical attention was necessary for the burn.

Manufacturer narrative:
The 461010 bipolar forceps failed the hipot test by the port on the proximal end of shaft; this had no impact on performance. There is char and residue around the jaws and the insulation is damaged on the distal tip. Instrument was tested and functioned fine. It is possible the device was activated when not grasping tissue.